Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 12/05/2017. Device returned to manufacturer? Yes. Device evaluation: the product was received stuck to the outside of the lens case. The product is inspected by a qualified inspector using a 12x magnification. No other anomalies were found. The complaint could not be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 19.0 diopter intraocular lens (iol) was noticed scratched on insertion into the patient's operative eye. Reportedly, there was patient contact, but there was no incision enlargement or vitrectomy performed. There was no patient complications. No additional information was provided.